Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, dislodgement of the ra lead was observed. Patient experienced right pectoral stimulation. The lead was explanted and replaced with a new lead. Implant procedure was a success within normal range of pacing and sensing thresholds. No further information available.